Manufacturer narrative:
Facility name "fond. (B)(6)" one device was returned for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. No problems were identified on the event history log. Visual test was performed found cracked battery door, cracked battery compartment, and scratched lens. Functional testing found the downstream occlusion (dso) sensor was not functional. Customer supplied ac adaptor was tested and found to be faulty. Pump was tested for flow accuracy and failed. Customer's reported issue was duplicated, and cause was determined to be the expulsor. The expulsor was trimmed. The dso seal, dso sensor, dso bezel, battery door, battery compartment, and lens were all replaced.

Event description:
It was reported that there was an unspecified malfunction. Analysis found the downstream occlusion (dso) sensor was non-functional and the device failed flow accuracy test.